Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the endoscopic radial vein harvesting procedure, the hemopro silicon jaw boot fell off in the pt's arm. The piece was removed by an endograsper through the original incision. No additional incisions were required to remove the material. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.